Event description:
It was reported that company representatives present at a patient appointment had performed troubleshooting to isolate the cause of the inability to verify heart beat with the patient's generator. The procedure for presurgical ECG screening was performed, and it was determined that the generator should be set at detection sensitivity 1. Standard troubleshooting steps to minimize communication interference with v11.0 software were unsuccessful. Field action troubleshooting with v9.0 software was performed. As a part of the testing, system diagnostics were reported within normal limits. The device data showed average daily measurements of 243 normal stimulations, 53 detections, 52 auto stimulations and 0 autostimulation inhibitions since the last office visit 40 days prior. With the tested heartbeat sensitivity settings of 1, the v9.0 programming software showed accurate heartbeat measurements compared to a referee system. Review of internal device data showed that heart rate detection is successful during device function, and the heart rate values were within a physiological range. Sensitivity settings associated with device interrogations were 1, 3, and 4. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported from an ongoing implant surgery that there were difficulties verifying the heartbeat detection feature of the patient's intended replacement generator. It was indicated that pre-operative screening to determine eligibility was not completed. Due to patient size, there was not much ability to move the generator around to improve detection of heart rate. It was indicated that sensitivity level settings were attempted with no success. Troubleshooting procedures were followed to rule out communication issues, including ensuring the tablet was not plugged into an ac outlet, securing the cables, checking operation of the wand battery, and ensuring the wand was on the whole time that was detecting. Instruction was given to allow enough time for the detection on all levels. Each time, the detection showed "?????" For the registered bpm. It only registered the heart rate on level 3 for about 4 seconds before going to "?????". After these attempts, the surgeon decided to close the patient with the generator implanted and end the surgery. Review of the generator device history records found all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
It was reported that while the patient in the clinic, her generator displayed 25% battery remaining after being implanted only about a year. The internal device data from the patient¿s generator was reviewed. On (B)(6) 2017, there was no low battery indicator present with battery voltage ranging from 2.896 ¿ 2.900v. The charge consumed value on this date was 14.102%. A 25% remaining indicator was observed on (B)(6) 2017 with battery voltage of 2.863 ¿ 2.866v and battery capacity used of 20.891%. A 25% remaining indicator was also observed on (B)(6) 2017 with battery voltage at 2.860v and battery capacity used of 21.350%. As of (B)(6) 2017, the lowest battery voltage registered was 2.843v on (B)(6) 2017. Impedance measurements were within normal limits. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was replaced prophylactically. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
The suspect product was reportedly discarded. No further relevant information has been received to date.